Manufacturer narrative:
Investigation: master production records were reviewed for the lot numbers and no non-conformances were noted during the manufacturing of these lots. Facility did not provide a sample nor photo of the reported failure mdoe. At this time, bd is unable to determine a possible root cause.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked at prn. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: noticed prn sliding and result in blood leakage at prn during infusion on (B)(6) 2019.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked at prn. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: noticed prn sliding and result in blood leakage at prn during infusion on (B)(6) 2019.